Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increased shock impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Rhythmcare discussed the reported observations are consistent with calcification buildup on the end of the lead. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.